Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to verify for an error alarm, low battery or off no power alarms due to the unresponsive buttons. No blank display noted. The device had stripped battery cap at the coin slot area, minor scratched lcd window, cracked lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump battery cap was stuck and the device was alarming. Customer stated the device alarmed and after attempting to change the battery, the display screen went blank. During troubleshooting, customer stated that the device also has cracks. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 86 mg/dl at time of reporting. Nothing further reported.